Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A case worker reported via phone call that the customer's insulin pen was broken and the screw was not moving. No harm requiring medical intervention was reported. It is unknown if the insulin pen will be returned for analysis.